Event description:
The patient (B)(6) is a participant in a clinical study. It was reported the patient is experiencing issues with her stimulation therapy. Lead migration is suspected as the lead tip is said to be palpable behind patient's right ear (off label). Stimulation is reportedly painful. Reprogramming was undertaken in an effort to capture effective therapy relief. The patient has been referred to the neurosurgeon for further interrogation. There are no immediate plans for surgical intervention.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.